Event description:
It has been reported to philips that a power supply was not switched on. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that power supply (spp) was not switched on. Rse advised the third party engineer to check spc back panel connections. The third party engineer checked e stop connections and gib connections and reseated. After checking and reseating the connections, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.